Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately four months post implant oversensing likely detected by short term noise was noted on the implantable pulse generator (ipg). The device remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.